Manufacturer narrative:
In regard to this complaint a vitrectome was returned for investigation. Visual inspection revealed a bent outer knife, most likely due to poor protection during transport. Testing of the vitrectome confirmed the reported issue, large air bubbles emerging from the tip, though only at the beginning. Upon disassembly, no damage was found on the inner membrane, which typically causes air leakage. However, a significant amount of excess glue was observed on the fixation ring. After removing the glue and reassembling the vitrectome, the bubble formation ceased. The exact mechanism by which the excess glue contributed to bubble formation remains unclear. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined taking the number of vitrectomes and packs that contain them distributed within time periods and comparing to the number of reports with failure mode as reported vi-bubble. Please note that the complaint that is the subject of this report is included in the table above.

Event description:
We have been informed that during surgery, the vitrectome released air bubbles. A new vitrectome was used to be able to finish the surgery. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the vitrectome released air bubbles. A new vitrectome was used to be able to finish the surgery. No report of patient/user harm. No report of prolonged or delayed surgery.